Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 500 mg/dl. The customer cleaned the speaker holes, removed and reconnected the pump cartridge, resulting in the pump returning to normal operation.